Event description:
It was reported that balloon rupture occurred. The target lesion had a hard calcific stenosis and was located in the vessel below the knee. A 3.0mm x 80mm x 150cm sterling sl balloon catheter was advanced for dilatation. During the procedure, after inflating the balloon for 3-4 times, the balloon burst. The procedure was completed with another of same device. No complications were reported, and the patient was in normal condition.